Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a high reading issue with the adc device compared to a competitor brand meter. The customer experienced symptoms of hypoglycemia and was seen by a healthcare professional who administered of oral glucose for treatment. There was no report of death or permanent impairment associated with this event.